Event description:
It was reported that the pump touchscreen was often unresponsive, and the wake button required extra force to operate because it was getting stuck. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up from technical support and was in the process of acquiring a new device, as the current one was out of warranty.